Event description:
It was reported that the implantable pulse generator (ipg) device possibly reached early battery depletion although the device was programmed at 5.0v and 0.76ms. Therefore the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. The battery depletion was normal - meeting expected longevity.